Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was stuck. Additional malfunctions include the pilot valve for the solenoid was defective, the o-ring for the solenoid was defective, and the on/off switch was defective.